Manufacturer narrative:
(B) (4): evaluation summary: this screwdriver is specifically designed to only be used with femoral augments. The screwdriver is etched with "femoral augments only" on the shaft. The screwdriver is designed such that if a lever force is applied it will disengage out of the femoral augment screws prior to damaging the instruments. This same condition may not exist if used in an application other than femoral augments. Lab tests performed during the development of this screwdriver confirmed the strength is sufficient when the device is used as labeled. Given previous per's for the same condition that explicitly stated the screwdriver was used in an application other than femoral augments, it is likely that this screwdriver fractured due to misuse. However, without additional information concerning how the screwdriver was used this cannot be determined definitively. As returned, the hex portion of the driver has fractured and was not returned. Device history records have been reviewed and appear to be conforming. The device had a potential field age of approximately 9 years at the time of failure. The device conforms to print specifications, where measured, including hardness.

Event description:
It is reported that the tip of the screwdriver fractured off during use.